Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to stress of repeated use, external factors or handling of the device. The event is detectable and preventable by handling the device in accordance with the following section of the instructions for use: -operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited tip objective lens adhesive part peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.